Event description:
It was reported that a user experienced high glucose readings up to 335 mg/dl on a dexcom g7 for several hours after eating a burger and regular soda without announcing the meal while using an ilet system with an inset infusion set on the left abdomen, followed later by a cgm reading of 50 mg/dl that the user treated with oral glucose tablets and which rose above 100 mg/dl within 30 minutes. Symptoms included hyperglycemia followed by hypoglycemia, with no low-glucose symptoms reported. Outcomes included serious injury requiring unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure due to a missed meal announcement, and involvement of the user interface as the device component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.